Event description:
It was reported that the patient feels her device vibrating all day. Patient is wondering if it may be because the battery is low? The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.